Manufacturer narrative:
The following fields have been updated due to additional information: the following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 08-sep-2023. It was reported there is no hole at the end of the needle, the needle tips are dull, and the needle tip explodes causing medication to spray everywhere. To aid in the investigation, five samples were received for evaluation by our quality team. One sample came in a sealed packaging blister with lot 2327170, two samples came in opened packaging blisters with lot 3055905, and two samples were received with no packaging blisters. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then inspected under a 30x microscope. There was no damage, defective grind or hooks observed. The bevels and etch were good. Samples were then tested for leakage and passed. A device history record review was completed for provided material number 305106, possible lots 3055905 and 2327170. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defects. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd¿ needle 1/2 in. Single use, sterile, 30 g there was no hole in the needle. This occurred on 7 needles. There was no report of patient impact. The following information was provided by the initial reporter: we use bd precisionglide needles (30g * ½ inch) for injecting botox for our headache clinic. We have had difficulties over the past few months with the needles not being sharp and recently there have been many instances of the needles with no hole in the needle. Today we had 7 needles that had no hole in the meedle. The lot# is 3055905 and it states on the needle packaging ref 305106. We saved three of the needles from today if there is a way to send it back to the company for evaluation have been getting some reports of an issue with the bd precisionglide needle (30g x 1/2¿) where there is no hole at the end of the needle.the end user also stated the needle tips are dull, and that the needle tip explodes causing medication to spray everywhere. They have had this issue with multiple boxes ranging in different lot numbers.

Event description:
It was reported while using bd¿ needle 1/2 in. Single use, sterile, 30 g there was no hole in the needle. This occurred on 7 needles. There was no report of patient impact. The following information was provided by the initial reporter: we use bd precisionglide needles (30g * ½ inch) for injecting botox for our headache clinic. We have had difficulties over the past few months with the needles not being sharp and recently there have been many instances of the needles with no hole in the needle. Today we had 7 needles that had no hole in the needle. The lot# is 3055905 and it states on the needle packaging ref 305106. We saved three of the needles from today if there is a way to send it back to the company for evaluation. Have been getting some reports of an issue with the bd precisionglide needle (30g x 1/2¿) where there is no hole at the end of the needle. The end user also stated the needle tips are dull, and that the needle tip explodes causing medication to spray everywhere. They have had this issue with multiple boxes ranging in different lot numbers.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.